Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device.

Event description:
The user noticed that the powerpack was leaking. The user did not come into contact with the leaking electrolyte.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. It will likely not be returned due to iata shipping restrictions. When available, a failure analysis will be submitted as a follow up report.

Event description:
The user noticed that the powerpack was leaking. The sn of the device is either (B)(4) or (B)(4). The user did not come into contact with the leaking electrolyte.